Event description:
During set-up for a cardiopulmonary bypass procedure, it was reported that the arterial pump lead occlusion would not move. No patient injury was reported as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.